Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain, chronic low back pain, and radiculopathy. It was reported that there was a battery longevity issue. The prime cell battery lasted 8 months and they had a rechargeable stimulator put in their abdomen on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.